Event description:
The tissue is pulling apart prior to the implant being used on a pt. The doctor opened another piece of tissue and continued with the procedure. No further complications were reported.